Event description:
The customer reported that while the unit was in use on a pt, the unit failed to run on battery power and the battery charge light was not operating. The pt was switched to another unit and therapy was continued. No pt injury was reported.